Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to low on cgm. The customer consumed carbohydrates, and disconnected themselves from the pump to address the low bg. It was also reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.